Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned for analysis.

Event description:
It was reported that the physician attempted to fixate the noted lead multiple times, but the lead did not seem to "bite". The helix appeared to be functioning correctly. The lead was removed and replaced with a new lead. There were no patient complications reported as a result of this issue.